Manufacturer narrative:
H3: the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported she was not able to charge her ins because she keeps seeing the 'set-up for: implant, trial, clinician' screen instead of the normal greeting screen. The patient explained that her controller screen was showing that her ins needed to be recharged, so about a week ago she went to charge the controller and saw the 'set-up for: implant, trial, clinician' screen. Patient says she hasn't been able to charge for ins for about a week as a result. The patient was walked through the set-up process and patient reported seeing the 'no device found' screen multiple times. It was reviewed that the patient was seeing this screen because the ins is depleted. The patient was advised to press the 'recharge' button and then she reported seeing the passive recharge mode screen with the middle number showing as 60 initially but got it up to 85 after repositioning the rtm. It was reviewed that the ins will need to get a sufficient charge before the 'batteries' screen is displayed. Patient then reported seeing the 'batteries' screen with controller charged to 60% and ins showing the red warning. It was reviewed that the equipment is functioning properly. No patient symptoms were reported. Additional information received from the consumer reported they were talked through the problem with awesome success. Device was removed due to not holding a charge. The device was returned for analysis.